Manufacturer narrative:
(B)(4).

Event description:
It was reported that "components were implanted. After noticing blood coming from meatus. Then cystoscopy was performed, the left cylinder was identified at distal urethra. Procedure was aborted and both cylinders were explanted." A foley catheter was placed, then removed on (B)(6) 2012 - no other intervention was reported regarding the event. "No other interventions were done-patient is fine and has another follow up appointment on may 17".